Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 29mm sapien 3 valve was deployed without any problem. The commander delivery system was removed without any issues, however when the 16f esheath was removed from the patient the liner appeared torn. In addition, there was a femoral vascular dissection. Open surgery was required to stop the bleeding and repair the dissection with a patch. The patient outcome was good. As per medical opinion, the root cause of the event was potentially use of a floppy guidewire instead of a stiffer one.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A post-procedural photo of the esheath was provided. The liner appears to be torn as the introducer is sticking out of the sheath through the torn liner. The work order related to the components which could have contributed to the complaint event were reviewed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 - march 2021 for the esheath (all models and sizes) was performed with the related codes. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Available information suggests that patient (calcification, tortuosity, scar tissue, sent, vessel size) and/or procedural factors (excessive device manipulation (insertion-delivery system, withdrawal-sheath), residual fluid, bent valve strut, damaged valve, valve strut caught on liner, improper crimping/improper flushing, improper sheath insertion, residual fluid, high push force, withdrawal difficulties associated with burst/torn balloon, crimped valve, damaged valve, delivery system/non-coaxial, device removal intervention) may have contributed to the reported events. No edwards defects were identified in the evaluation. No IFU/training deficiencies were identified. During manufacturing the sheath undergoes multiple 100% inspections. Multiple manufacturing mitigations are performed, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. Five (5) units from the work order underwent and passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaint for sheath liner torn was confirmed based on provided imagery. As the complaint device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'at the end of the procedure, when the introducer was extracted from the patient it was suspected that the liner tore'. Additional information obtained for the complaint states that the insertion angle was 'not steep but was larger than normal.' A steep insertion angle of the sheath can contribute to a non-coaxial withdrawal during delivery system withdrawal. Additionally, it is stated that a 'floppy wire' was used instead of a stiff one. The use of an unstiffened wire may also contribute to a non-coaxial withdrawal. The delivery system can potentially catch on to the tip or liner of the sheath as a result of a non-coaxial withdrawal and create liner tears upon removal. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (insertion angle, non-coaxial withdrawal, use of an unstiffened wire) may have contributed to the complaint events. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable trend category. As such, no corrective/preventive action nor pra is required at this time.